Event description:
Info received that there was no head section up function. No injury reported.

Manufacturer narrative:
Tech found the bed in bio-med. No head section up function due to bad valve solenoid. Replaced the valve solenoid to resolve this issue.